Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no charge or battery lasts less than expected anomaly and no failed battery test alert during test noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. The customer¿s blood glucose level was unknown. Customer also reported that they received failed battery test and low battery alert before a week. The device will not be returned for analysis.